Event description:
Customer reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information, and instructions were emailed at the customer's request; the customer was advised to call back if the issue was not resolved after the reset.